Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep) on (B)(6) 2017. It was reported that the patient was not getting full coverage from the implantable neurostimulator (ins) and he had a fall about two years prior to the report. For troubleshooting, the rep attempted reprogramming the device and the patient received imaging but the coverage issue did not resolve. It was noted that the patient was seen at their surgeon¿s office to discuss scheduling for a lead revision. The patient was alive with no injury and there were no further complications reported or anticipated.

Event description:
A manufacturer representative reported that the patient was only receiving coverage in 3 of their 4 painful areas. It was noted that they may have a lead revision in the future. The patient may have had a fall and after that they noticed they weren¿t getting coverage in one of their pain areas. However, it was then noted that the patient had noticed little by little since implant that one of their painful areas hadn¿t been getting coverage. The implantable neurostimulator (ins) battery voltage was 2.870v at the time of the report. The patient¿s settings were: program 1 ¿ 1.0v, 450 pulsewidth, 40 hz rate, 900 ohms impedance program 2 ¿ 0.65v, 450 pulsewidth, 40 hz rate, 485 ohms impedance program 3 - 0.6v, 450 pulsewidth, 40 hz rate, 399 ohms impedance the patient used their device 24 hours per day. No revision or replacement had been scheduled at the time of the report. They were implanted for spinal pain. Additional information was received from the patient. The patient reported they fell and knocked the device all out of whack. They could not get the device to work the way it was. No patient symptoms were reported. The patient said the doctor was going to replace the device. The indication for implant was spinal pain. From (B)(4): a patient reported they fell and knocked the device all out of whack. They could not get the device to work the way it was. No patient symptoms were reported. The patient said the doctor was going to replace the device. The indication for implant was spinal pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID (b(4) serial# (B)(6) implanted: 2014-03-17 explanted: 2017-07-10 product type lead serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type lead product ID (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-jul-10. The rep stated that the patient presented for a lead revision in which a new lead was placed and the prior leads were removed. The implantable neurostimulator (ins) was also replaced. No further complications were reported/are anticipated.